Manufacturer narrative:
Gyrusacmi cannot confirm the customer complaint of accidental activation of the instrument without the foot petal. The device was tested and found to work as designed. The device can only be activated with a foot petal. The connector plug is molded so that it will only fit into the intended bi-polar connection of the generator and can only be activated with a foot switch when properly connected to the generator. Caution and warning statements regarding improper device connections and setting which may lead to inadvertent device activation can be found in the valley lab triad user manual.

Event description:
During a procedure while using 3005 everest medical cutting forceps and valleylab force triad generator, the patient was superficially internally burnt when the generator accidentally activated the instrument without the footpetal.